Manufacturer narrative:
27-jun-2020 additional product investigation results: no failure could be identified as a result of the investigation.

Event description:
Piece of tampon broke off inside me, was able to dig the piece out -vagina [foreign body in reproductive tract]. Awful smelling discharge - vagina [vaginal discharge]. Piece of tampon broke off inside me [device breakage]. Consumer contacted via e-mail and stated that she had a quarter of an inch sized piece of tampon break off inside of her. No serious injury was reported.

Event description:
Piece of tampon broke off inside me, was able to dig the piece out - vagina [foreign body in reproductive tract] awful smelling discharge - vagina [vaginal discharge] piece of tampon broke off inside me [device breakage] case description: consumer contacted via e-mail and stated that she had a quarter of an inch sized piece of tampon break off inside of her. No serious injury was reported.

Manufacturer narrative:
(B)(6) 2020 product investigation results: no failure could be identified as a result of the investigation. (B)(6) 2020 corrected production code.

Manufacturer narrative:
On 26-mar-2020 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Piece of tampon broke off inside me, was able to dig the piece out - vagina [foreign body in reproductive tract]. Awful smelling discharge - vagina [vaginal discharge]. Piece of tampon broke off inside me [device breakage]. Consumer contacted via e-mail and stated that she had a quarter of an inch sized piece of tampon break off inside of her. No serious injury was reported.

Manufacturer narrative:
Product corrected.

Event description:
Piece of tampon broke off inside me, was able to dig the piece out -vagina [foreign body in reproductive tract] awful smelling discharge - vagina [vaginal discharge] piece of tampon broke off inside me [device breakage] consumer contacted via e-mail and stated that she had a quarter of an inch sized piece of tampon break off inside of her. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Piece of tampon broke off inside me, was able to dig the piece out - vagina [foreign body in reproductive tract], awful smelling discharge - vagina [vaginal discharge], piece of tampon broke off inside me [device breakage]. Consumer contacted via e-mail and stated that she had a quarter of an inch sized piece of tampon break off inside of her. No serious injury was reported.